Event description:
A non health care professional during surgery, the scrub tech noticed a kink in loading haptics which caused the lens to not to load into the eye successfully and there was no patient contact and impact to the patient. Scheduled procedure was completed on the same day.

Manufacturer narrative:
The lens was returned advanced to the tip of a qualified company (b) cartridge. Inadequate viscoelastic was observed it the cartridge. The lens was folded correctly. The trailing haptic tip was bent. Product history records were reviewed and documentation indicated the product met release criteria. Qualified associated products were indicated. The trailing haptic tip was slightly bent. The root cause for the bet haptic may be related to a failure to follow the IFU (instructions for use). There did not appear to be adequate viscoelastic in the cartridge. The IFU instructs to completely fill the cartridge with ovd (viscosurgical device) immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The IFU instructs: use holding forceps to grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until it is centered with or slightly past the outline etched into the top of the cartridge. The trailing haptic will extend from the proximal end of the cartridge. Position the trailing haptic to the left of the haptic post as shown in the detailed view. This will allow the plunger to go past the haptic during the initial advancement of the plunger into the cartridge. Verify the lens is positioned on the bottom surface of the cartridge. The haptic should be maintained to the left of the post when the lens is loaded correctly. Accurate positioning of the lens will decrease the potential for optic and haptic damage. The manufacturer internal reference number is: (B)(4).